Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The daughter stated he mothers seat is cracking vertically on he commode. The daughter stated the mother has not been pinched.